Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the sensor tip of the freestyle libre sensor was stuck in her skin. During the call, the customer removed the sensor tip however noted that she was bleeding excessively. An ambulance was called, however, no further details were provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that the sensor tip of the freestyle libre sensor was stuck in her skin. During the call, the customer removed the sensor tip however noted that she was bleeding excessively. An ambulance was called, however, no further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release.  If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.